Event description:
It was reported that post implant to a laparoscopic gastric band procedure, no restriction was felt by the patient at the maximum filling of the device. No leaks were detected in the device and it was explanted.

Manufacturer narrative:
(B)(4). Puncture. The band/balloon with tubing strain relief and 49cm of catheter, the injection port and the locking connector and 2.5cm of catheter were returned for analysis. Per visual inspection, it was observed that the injection port was covered in biological debris. The septum was punctured several times. Scratches were present on the septum. This first scratch is 6.8mm in length and the second is 5.75mm in length. The first scratch is parallel to the second scratch. The balloon was returned punctured. The first puncture is 0.1mm and localized at 1.5cm from the catheter connection. The second puncture is 0.3mm and localized also at 1.5cm from the catheter connection. The distance between the first puncture and the second puncture is 2.8mm; both were found on the middle of the balloon. A leak test was performed on the balloon with unsuccessful results. A leak was found. An injection test was performed on the injection port with a successful result. No blockage was found. A leak test was performed on the injection port with a successful result. No leakage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted correctly. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process. All bands are 100% leak tested prior to being released for distribution.